Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address a patella fracture due to a fall. Two of the pegs were broken. Loosening at the cement/implant interface was also reported. Update 5/11/2016- in addition to the reported 960103 patella, an 158115112 sigma crvd xlk ins 5 12.5mm was returned. Visual examination of the returned sigma crvd xlk ins 5 12.5mm revealed evidence of wear consistent with third body wear.

Manufacturer narrative:
Visual examination of the device revealed evidence of wear consistent with cement particles. The cause of the third body wear is attributed to cement particles being introduced into the joint space. The investigation could not conclusively identify the source of the cement particles; however, the reported patient trauma may have created cement debris that was introduced into the joint space. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.